Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels due to a bent cannula. The customer denied troubleshooting for the bent cannula. Blood glucose level at the time of the incident was 509 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 340 mg/dl. During troubleshooting for high blood glucose levels, the insulin pump did not show any malfunction. The customer will return the infusion set for analysis.